Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2019 the patient had a CT scan of their abdomen. The imaging showed that the filter is slightly tilted toward the right and abutting the right posterolateral caval wall. Inferior filter struts are perforating through the caval wall by 2-4mm. No evidence of migration, stenosis, fracture/bending.